Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via email that the tampons disintegrated during use and pieces of the tampon pledget remained inside her vaginal cavity. She reported she began to see residual pieces of pledget coming out of her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.